Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying inaccurately low readings compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first began on (B)(6) 2013 in the morning. The patient reported obtaining readings of ¿50 and 40-90¿s mg/dl¿ on the lfs meter. The patient denied using any medications to manage her diabetes. The patient reported on an unknown date and time she developed symptoms of ¿diabetic ketoacidosis, vomiting and diarrhea.¿ the patient reported in response to her alleged symptoms, she completed a ¿ketone test, drank water, rest and ate less carbs¿ 1 month prior to contacting lfs. The patient reported a freestyle meter was reading between ¿40-90¿s mg/dl.¿ it is unknown if the patient received any additional treatment from a health care professional. It is unclear if the patient believed the freestyle meter was reading correctly, and how long the readings were taken from the reported lfs meter reading. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on 06/04/2013 with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event since the patient claims due to the alleged meter reading, the patient developed symptoms suggestive of severe hyperglycemia. This incident description contains information from related pi # (B)(4).

Manufacturer narrative:
Follow up #1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.